Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed an "ECG monitoring failure" error message and then inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including signal integrity testing, discharge testing, defib cycling and bench handling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.